Event description:
The caller reported an issue where the insulin gauge displayed an amount different from what was expected, with the pump showing a fill estimate of 0 units despite a cartridge alarm suggesting otherwise. There was no adverse impact to the customer's blood glucose level. The caller successfully completed the load process, although initially, they did not perform the necessary steps to remove air from the cartridge. Technical support educated the caller on the correct procedure, and the caller acknowledged understanding. After walking through filling and loading a new cartridge, the caller was able to resume insulin delivery.